Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that last monday she was running a blood glucose (bg) of 17-18mmol/l around 11pm. The patient reported that she took a correction bolus and her bg was then 25mmol/l with vomiting and feeling terrible by 1:00 a.m. So she took another correction and decided to change her site. The patient then decided to change the pump battery and found it to be corroded; she reports no bleeding at site, no bent or kinked cannula and there were no site issues noted. The patient stated that by 8:30 a.m. Her bg had returned to target. The patient declined troubleshooting bg at this time. The patient reported no power loss to pump and no alarms noted. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2015 with the following findings: there was visible moisture inside battery compartment and unable to power up. Unable to investigate complaint of inaccurate delivery due to moisture/corrosion; unable to power up pump. Investigators were unable to perform/verify certain steps. Unable to review alarm/bb history for eaw related to the complaint; download/bb files unavailable. Returned battery cap used to perform investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.